Manufacturer narrative:
Date sent to the FDA: 9/15/2020. Additional h6 patient code: 3191 - bowel injury. Additional information: a1, a2, b7, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced bowel injury following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/18/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted the previous mesh was in a ball with adhesions attached to it. It was reported that the patient experienced severe pain, nausea, inflammation and vomiting. No additional information was provided.